Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 328 (mg/dl). Customer changed infusion site and administered a correction bolus with the pump. System check with tandem technical support indicated pump was performing as intended. During follow-up call on (B)(6) 2016, customer reported that their bg levels decreased to target range.